Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 92116501. Medical device expiration date: 14-jun-2024. Device manufacture date: 19-aug-2021. Medical device lot #: 92016003. Medical device expiration date: 08-jun-2023. Device manufacture date: 22-jun-2020. Investigation summary: a my8020-0006 sample was not available for investigation; however, the customer indicated the affected lot number was either 92116501 or 92016003. The feedback provided by the customer suggests separation had occurred at the connection between the syringe and texium device. As part of the feedback the customer provided photographs of the affected product; analysis of the photographs confirmed the customer's experience as the texium had separated from the syringe, however a closer inspection identified that part of the luer of the syringe was still bonded to the texium. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lots 92116501 and 92016003 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be conclusively determined in this instance as no sample was received for investigation; however analysis of the photograph suggests the component was subjected to a lateral force which resulted in the observed damage. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the my8020-0006 product over the past 12 months.

Event description:
It was reported that 2 the bd texium¿ needle-free syringe experienced snapped at the neck while full of product. The following information was provided by the initial reporter: a bd texium 20ml needle- free syringe snapped at the neck while full of product.